Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the clinic after receiving a patient notifier. Upon interrogation, low pacing lead impedance was observed. No noise was present even with pocket manipulation isometrics. The lead was capped and replaced.